Event description:
Dealer alleges was doing an inspection on the tdxsp-cg power chair and found extending assembly to be bent. Dealer advised footrest stuck in the upright position. Dealer advised thinks enduser ran into something because wires were pulled out of the box.